Event description:
A trilogy 200 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, critical errors were present in the error log. The device's power management printed circuit board required replacement to address the issue. However, no repairs were completed because the device was scrapped.